Event description:
(B)(4). I experienced and still am experiencing bleeding cramping bloating and blood clots on a daily basis since (B)(6) I am unable to do a lot of daily tasks including caring for my babies. Yes it was provided by my insurer.